Event description:
Rptr noted corneal burn occurred after two sculpting passes. Sutured wound and aborted procedure but completed procedure next day and implanted intraocular lens. Had to close incision twice (glued). Pt required lamellar transplant. Felt viscoelastic occluded tip.